Event description:
It was reported the customer went to the emergency room (ER) and was subsequently admitted to the hospital. Reportedly, customer administered too much insulin causing them to go low. Reportedly, customer attempted to self-treat by administering glucagon injection and dextrose drip; however lost consciousness and experienced convulsions. During hospital stay, customer was treated intravenously with dextrose. Customers release date was not provided. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.